Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (tfnt30-60) that is sold in the united states under (PMA/510(k) # (p040020). The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional reported that during intraocular lens (iol) implant procedure while loading the lens was stuck to the injector plunger. When the surgeon attempted to take it out from the cartridge the haptic was broken. The surgery was completed with backup lens. There was no patient contact and harm.